Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#: (B)(6) serial#; implanted: on (B)(6) 2008; explanted: product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd: 28-feb-2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider via company representative with an implantable pump containing no drug at the time of this report. It was reported that the catheter could not be aspirated at patients pump replacement surgery on (B)(6) 2025. There were no reports of falls or injuries. During the pump replacement the health care provider could not aspirate the existing catheter. He tried aspirating through the catheter access port (cap) with the catheter connected. The provider observed no flow. The provider then disconnected the pump from the catheter and cut the catheter at the spine segment. Separating the spine and pump segments, the health care provider was watching the cut spine segment there was no flow. He then used a tuberculin (tb) needle to try to aspirate the spine segment and he could not. Therefore, he tied off the existing spine segment and implanted a new 8780 catheter. Once implanted the new catheter had good flow, it was then connected to the pump. Patient had his pump and catheter replaced, both are working properly. Resolving the issue at the time of the report.

Event description:
Additional information was provided from a healthcare provider stated that the cause of unable to aspirate was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.